Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient never had therapeutic effect and had the device for really bad bladder incontinence. It was reported the patient had a problem wither old stimulator and so it was removed and replaced. No further complications were reported or are anticipated.